Manufacturer narrative:
At this time, the device remains in service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this implantable pacemaker exhibited a right ventricular (rv) impedance measurement of less than 200 ohms, noise, oversensing and pacing inhibition with no asystole, as the patient had an underlying rhythm. The device was reprogrammed to unipolar pacing. No further action was to be taken. No adverse patient effects were reported. The device remains in service.

Event description:
It was reported that this system with a right ventricular (rv) lead and a pacemaker recorded an alert for low, out of range pacing impedance. Also, noise over sensing was observed with pacing inhibition but no asystole as the patient had underlying rhythm. At this time both the rv lead and the pacemaker have been explanted at a surgical procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.